Event description:
On (B)(6) 2011, the reporter contacted lifescan alleging an "error 4" with the subject meter. The reported issue was resolved with customer service troubleshooting through training. The reporter was advised to use the subject meter within the specified operating temperature range. There were no allegations of harm or injury. Based on the customer service investigation, this complaint is not reportable since there was no evidence of a malfunction or adverse event. On (B)(6) 2011 the meter involved with this complaint was returned to lifescan and was evaluated by the product analysis group. Investigation found that the meter's spc pins were above specifications. This complaint is being reported due to the failed device investigations.

Manufacturer narrative:
The 510(k) # is k082590.